Manufacturer narrative:
Batch review performed on 01 december 2017: lot 156392: (B)(4) items manufactured and released on 24 february 2016; expiration date: 2021-02-07. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient called medacta USA complaining of pain. The patient saw another surgeon who believes the patella may be loose. The patient is dissatisfied with the primary surgeon. Further information will not be accessible as the information came directly from the patient.